Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and an electric shock due to an atrial driven event. The field representative stated that this has not been an isolated episode. Boston scientific technical services (ts) was consulted and reprogramming options were discussed and performed. No additional adverse patient effects were reported. At this time, this device system remains in service.